Event description:
It was reported that bd needle eclipse 18x1-1/2 rb safety mechanism failed. It was reported by customer that when using bd safety eclipse, the pink shield detached from the syringe when nurse went to activate the safety. The left the needle unshielded and at risk for a needlestick injury. Verbatim: when using bd safety eclipse, the pink shield detached from the syringe when nurse went to activate the safety. The left the needle unshielded and at risk for a needlestick injury.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.